Manufacturer narrative:
This report is submitted on february 5, 2021.

Event description:
Per the clinic, the patient experienced swelling at the magnet site following a magnet dislodgement during an MRI (1.5 tesla) on (B)(6) 2020. Magnet revision surgery is planned, but has not yet occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
It was reported that the patient underwent magnet revision surgery on (B)(6) 2021 to replace internal magnet. This report is submitted on 5 march 2021.